Event description:
Event description guidant received information that less than 1 month post implant of this cardiac resynchronization therapy defibrillator (crt-d), during a lead revision for atrial oversensing and atrial lead impedance measurements greater than 3000 ohms and ventricular undersensing issues on non-guidant leads, impedance measurements through the psa were normal. Once the leads were reconnected to the device, the lead measurements again were greater than 3000 ohms. There were no therapy delivery issues and no adverse patient effects reported. Upon completion of return product testing, a 4.5 second episode of pacing inhibition was noted in the device electrograms, 4 months prior to the atrial lead revision. There is no mention of patient symptoms at that time.